Manufacturer narrative:
Investigation: our quality engineer inspected the samples provided by your facility. Bd received a total of seven q-syte units. Five representative units were received with extension sets all within sealed packages. Two units were used and received within open packages with no extension sets. All units were from lot number 8274900. Through the visual examination, damage was not observed on any of the components of the representative units. For the used units, slight damage was observed. A water leak test was performed on all units on the actuated and unactuated positions with and without the extension sets. Leakage was not observed with any of the units. On used unit 1, a slight tear to the column wall was observed which is contributive to leakage. A definite source however could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that leakage occurred during use with a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter:. Today I received 2 q-sytes from the emergency department that were defective. Lot no. 8274900: during the blood collection, after connecting the vacutainer, the blood leaked along the split septum. The q-syte had not yet been used for the administration of medicines. The emergency nurses don't use gloves, but I haven't received any notification of mucous membrane exposure. I have 5 q-sytes of the same lot number ready for inspection. The 2 q-sytes locks are also ready for visual inspection. 2 occurrences were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore. The following information was provided by the initial reporter. Today I received 2 q-sytes from the emergency department that were defective. Lot no. 8274900: during the blood collection, after connecting the vacutainer, the blood leaked along the split septum. The q-syte had not yet been used for the administration of medicines. The emergency nurses don't use gloves, but I haven't received any notification of mucous membrane exposure. I have 5 q-sytes of the same lot number ready for inspection. The 2 q-sytes locks are also ready for visual inspection." 2 occurrences were reported.